Event description:
Pt presented in labor to hospital subsequently received neuraxial analgesic for labor using a braun pencan p27bk spinal tray with a 20 gauge 1 1/2" introducer needle and 27 gauge 3 1/2" pencan blunt spinal needle. Later, pt required a cesarean section using an identical braun pencan p27bk spinal tray. Both anesthetics worked fine and pt and baby did well. However, pt presented to emergency room 2 months later with back pain. X-ray revealed a foreign body resembling a needle shaft without a hub. The object was removed under local anesthesia and found to be the shaft of a 20 gauge introducer needle without the hub. It is unclear whether the hub is from the first or second anesthetic block. These two blocks were performed by two different anesthesiologists. The technique involves simultaneous removal of both needles so it is possible to not see the involvement separation of the shaft of the shorter needle from the hub. This was the second separation of a 20 gauge introducer in a braun pencan spinal tray shaft from hub reporter has seen in the last 2 months. The other case (late april 2001) involved discovery of the loose shaft upon opening of the kit (before use on pt). This was originally felt to be a "fluke" and was not reported.